Manufacturer narrative:
Date sent to the FDA: 10/04/2007. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an anterior and posterior pelvic floor repair procedure in 2007. The patient was discharged from the hospital on keflex and flagyl. In the same month, the patient had a midstream urine collected which cultured positive for pseudomonas aeruginosa. The patient was given oral norfloxacin and after one week of oral norfloxacin, it was thought that the patient was not responding to the treatment. The patient was admitted to the hospital and administered IV gentamycin. The patient's symptoms on admission were thought to be due to candidal infection which was confirmed by vaginal swab. The patient was discharged from the hospital eight days later. The symptoms resolved with the treatment of canesten cream. The following month , the patient was vaginally administered one ovule of monistat. A repeat urine microbiology with culture and sensitivity is planned one week after the patient has completed her norfloxacin medication.